Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. The lens was torn during insertion into the eye. The lens was removed with the incision enlarged and sutures were required. The reporter did not provide lot number for the injector. There were three lenses used on this patient. See MFR# 223826-2010-00066 and 2023826-2010-00067 for the other two lenses. A fourth lens was implanted.